Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reported sasi was not returned to medtech orthopaedics for evaluation. However, the investigation performed by lcm team confirmed that the user accidentally unlatched sasi during resection, which lead to an application-terminating error. Therefore, there is no indication that a design or manufacturing issue has caused the reported complaint condition. Engineering has determined this instance as having similar conditions to a previously-investigated application-terminating error related to the unclasping of the sasi where it connects to the planar articulator. Based on the investigation findings, the potential cause is traced to use error due to the accidental unlatching of the sasi, and it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, satellite station device, (B)(6) 2024. The device reported is for an unknown saw interface device. Therefore, the d1, d2, d4: the device brand name, catalog number, lot serial number and UDI are unknown at this time. D4 h4: the device expiration date and date of manufacture are unknown at this time.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, base station device and and a saw interface device, it was noticed that there was a terminal error during surgery but it was not recorded. It was reported that the saw interface device lever on the robot side came open. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.